Event description:
It was reported that the patient experienced bent cannula event on (B)(6) 2026. The site of insertion was lower back, and the infusion set was in use for one day. Due to the event, patient¿s blood glucose level was 22.8mmol/l and was treated with insulin via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.